Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a hardware error displayed on the receiver on (B)(6) 2015. Patient used a non dexcom charger. Patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of inaccuracies cannot be confirmed. It was reported that the patient had used a different charger. It should be noted that the dexcom g4® platinum continuous glucose monitoring system user's guide states: only use the dexcom battery charger provided in the receiver kit. Do not use any other battery charger.